Event description:
It was reported that: "doctors were attempting to place a new hd tunnel catheter in a patient and when using the sizing kit the micro introducer wire, frayed and broke in the patient, resulting in a piece left in the patient, requiring the patient to go to the or for retrieval and then cath placement." The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The customer returned one guidewire and lidstock for investigation. No definite signs of use were observed. Visual analysis revealed that the guidewire had become unraveled and separated towards the distal end. One kink was observed in the solid proximal portion of the guidewire. Microscopic examination confirmed the damage and revealed that the core wire separated near the distal end. The separated portion of the guide wire was not returned. The proximal end was still intact. The kink measured at 10cm from the proximal end. The total length of the returned core wire measured to be 42cm which is not within the specification limits of 44.9cm-45.1cm per the guide wire graphic. This indicates that approximately 3cm of the wire was separated and not returned for investigation. The guide wire outer diameter measured 0.0185", which is within the specification limits of 0.0175"-0.0185" per the swg graphic. Functional inspection was performed on the undamaged proximal portion of the returned guidewire. The functional testing was performed per the IFU provided with the kit states, "insert floppy tip of guidewire through introducer needle into vein. Advance guidewire to desired catheter tip location.". The guidewire portion was inserted through a lab inventory introducer needle with slight resistance at the site of the kink. No other defects or anomalies were identified. A manual tug test was performed on the proximal end of the wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report that the guidewire separated during use was confirmed through examination of the returned sample. The guidewire was observed to be unraveled and separated towards the distal end. Dimensional and functional testing did not reveal any defects or anomalies that would be indicative of a manufacturing related issue. A device history record review was performed, and no relevant findings were identified. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the guidewire and the report that the damage was observed during treatment, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. - unique identifier (UDI) # corrected to (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "doctors were attempting to place a new hd tunnel catheter in a patient and when using the sizing kit the micro introducer wire , frayed and broke in the patient , resulting in a piece left in the patient, requiring the patient to go to the or for retrieval and then cath placement." The patient was reported as fine post the procedure.